Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced to treat the target lesion. During an unspecified inflation at 6 atmospheres, the balloon ruptured. The balloon was then removed intact. The procedure was completed with 4.0mmx100mmx3.8mmx135 cm sterling balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by the MFR: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).